Event description:
The patient reported experiencing erratic blood glucose readings on 11/6/2021. At 17:00 his blood glucose measured 302 mg/dl and at 18:00 his blood glucose measured 175 mg/dl. The patient fainted at 18:00 and his brother called an ambulance. At 18:30 the patient's blood glucose measured 20 mg/dl and he was treated with serum and glucose.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.